Event description:
Racer knee anonymous trials reports received. "Event type: requires medical intervention to prevent one of the above, or it is otherwise medically significant. Details: attended a+e with rash on right lower limb spreading to other leg, lower arms and trunk. Clinical impression of vasculitis. Admitted (B)(6) 2023 at 17:37 and discharged (B)(6) 2023 with a plan to refer to dermatology and to contact again if rash progressed. Re-attended (B)(6) 2023 with worsening vasculitis, feels unwell and rash spread. Commenced low dose prednisolone 20mg for 5 days. Seen in knee clinical (B)(6) 2023, knee function is excellent and review in one year."